Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. H6. Investigation results - connexion gxl devices, all serial numbers are affected by recall. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via legal documentation that a patient had a total left hip arthroplasty on (B)(6)2015 and then approximately 6 years, 7 months on (B)(6)2022 the patient experienced a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.